Event description:
It was reported that the herculink elite stent delivery system (sds) was inserted, but was unable to cross the heavily tortuous, non-calcified right renal artery. When the sds was being withdrawn into the 6 french inter-mammary guide catheter, the stent dislodged from the sds and was partially in the guide catheter. The guide catheter and sds were removed together as a unit and the stent remained inside the guide catheter. The stent and sds were removed from the guide catheter. The same guide catheter was re-inserted and another herculink elite was inserted, but was still unable to cross the target lesion. The 90% stenosis had been predilated with a trek which reduced the stenosis to 40%. No other stents were able to cross the lesion and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.